Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit was not returned for analysis; however, two log files were submitted for review with overlapping events spanning approximately 39 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). Two no external power alarms were active on (B)(6) 2021 at 09:29:03 and on (B)(6) 2021 at 09:07:47 due to a loss of ac power while connected to the mobile power unit (mpu). The backup battery supported the system during these events. The alarms cleared once power was restored and pump operation was not affected. No other notable alarms were observed in the log file. Additional information provided on (B)(6) 2021 stated that the mobile power unit would not be returned for evaluation. The serial number of the mpu, the cause of the loss of ac power, and if the unit had a v-lock connector on the ac power cord were unable to be provided. A root cause for the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including, no external power. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mobile power unit (mpu) (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. The device was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured a no external power alarm while connected to the mobile power unit.